Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The stylet is stuck in the lead, the rv coil was removed from the lead to perform visual continuity of the distal conductor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high/varying impedances, despite multiple repositionings. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.